Event description:
The event is reported as: a nurse said a doctor showed her a clip that had fallen off during a case. The nurse stated the operating room nurses immediately checked the appliers and clips during the procedure. It was stated that both clips and appliers functioned properly. No samples were saved to send for investigation and no lot#s were noted. No patient injury reported.

Manufacturer narrative:
No product sample will be sent for investigation. Investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.